Event description:
Customer reported that while staff member activated hot pack by squeezing the contents sprayed the staff member on the skin and face. There was no injury or adverse effect to staff member. The staff member rinsed their eyes, washed their face, and changed into clean scrubs.

Manufacturer narrative:
Device history record review was completed on the reported lot v2b240. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. As no samples were returned for evaluation, a root cause could not be determined. We will continue to monitor complaint trends.